Event description:
The field representative (fsr) reported that during preventive maintenance (pm) of the device, the centrifugal drive motor was noisy while running, unit still functions. There was pt involvement.

Manufacturer narrative:
The field service representative (fsr) found motor to be excessively noisy while running. The fsr installed a loaner motor and tested completely. The unit operated to MFR specifications and was returned to clinical use. The suspect centrifugal drive motor was returned to the MFR for further eval. The reported complaint was confirmed. During the laboratory eval, the service repair technician (srt) operated the motor through its range of speeds and observed a groaning noise that increased with the speed of the pump. He also observed a variation in speed of the motor of approximately 20-30 revolutions per minute (rpm) after the speed had been set on the controller and the pump had come up to speed. The srt visually inspected the motor with nothing abnormal found. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional info becomes available on this complaint, that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.